Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage on electronic assembly. It was also received with moisture damage on the motor, battery tube and vibrator assembly and cracked case at the display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the display went blank and the insulin pump was vibrating without an alert or alarm and a constant tone was occurring. He confirmed he could see fluid under the lcd display. Blood glucose value was 185 mg/dl. He was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.